Event description:
It was reported that the right atrial (ra) lead dislodged. Oversensing on the ra lead resulted in an inappropriate mode switch. The ra lead was removed and replaced. It was also reported that the right ventricular (rv) showed occasional t-wave oversensing. Intermittent oversensing was observed at today's follow-up. Anti-tachycardia pacing (atp) was turned off due to acceleration of the ventricular rate during atp. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue present on helix, there was apparent explant damage and the lead was stretched. Visual analysis comment: the lead was returned with the helix fully extended, blood and tissue were present. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.